Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting myopotential noise signals and oversensing due to possible lead insulation issues. However, this was not confirmed. The device remains in service. No adverse patient effects were reported.